Event description:
Pt prepared for ptca of lad. A maverick balloon was inflated several times at different areas in lad artery. A ptca wire had been placed in the artery. A taxus stent was deployed in the artery upon removal, and injection of contrast showed a small perforation in the artery. Access was lost. The pt was transferred to in-pt holding to await CABG. The pt left the cath lab in stable condition.